Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to sepsis infection. Additional information received that cultures were taken and the rep was not aware of the results. The origin of infection was not determined. There were no additional adverse effects reported. The product was explanted.